Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that their insulin pump display was blank. The customer¿s blood glucose level was 65mg/dl at the time of the incident. The customer¿s mother reported the screen just failed on her. Customer changed battery and issue is still happening. Customer states there might be possible moisture exposure during exercise. Customer states the display did not return even after inserting new battery. They could not preform selftest due to blank display. The customer declined low blood glucose troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Blank display due to moisture damage on the lcd board and board. Unable to perform the self test, displacement test and operating currents measurement due to blank display anomaly. Device had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, minor scratched display window, stained end cap sticker and stained address number label.